Event description:
Surgeon was dividing the bowel. The first tlc stapler worked fine, but when the reload was loaded and surgeon attempted to use it, the instrument stuck and did not work. Staff replaced the load with a new reload with the same results. We opened a new tlc and it worked fine.